Event description:
It was reported by svc report that the right siderail panel was cracked with sharp edges and areas where fluid could potentially ingress. No pt involvement or adverse consequences are reported.